Event description:
A medwatch (B)(4) report was received by the manufacturer on 1/9/2025. Philips received a complaint, reporting that the v60 ventilator had an internal battery that was not working. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the device had an internal battery failure, and that the battery was not working. The customer reported that the device can only be used when plugged in. The investigation is ongoing.

Manufacturer narrative:
H10: a follow up was performed with the customer, and the customer provided additional details regarding the event. It was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The customer then reported that during the evaluation, the device was powered on, and the device had a battery failed (red) alarm. A review of the event log was performed, and a "cbit battery failed" message was present. The customer reported that the device would power on as normal, when a known good battery from different device was installed. It was then noted that the suspected battery was swapped to a different ventilator, and the issue was duplicated. The customer reported that the device has still not been repaired, at the time the response was received. The customer reported that the error initially occurred when the device was plugged into an alternating current (ac), and the alarm generated continually. The device was able to run normally on ac power, until the device was swapped. The customer did clarify that the battery that was installed (three years) was a non-philips battery. Although the customer was using a non-philips battery, it was reported that the details could still be seen, after the device was previously serviced for a 35v rail repair. The investigation is ongoing. H11: health impact grid.

Manufacturer narrative:
The customer reported that the error initially occurred when the device was plugged into an alternating current (ac), and the alarm generated continually. The device was able to run normally on ac power, until the device was swapped. The customer did clarify that the battery that was installed (three years) was a non-philips battery. Although the customer was using a non-philips battery, it was reported that the details could still be seen, after the device was previously serviced for a 35v rail repair. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer reported that the device has been returned to service. The customer did not provide any further details regarding the event. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Per the v60 manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator.

Manufacturer narrative:
H10: per FDA request the related medical device report (MDR) 2400930000-2024-8034 was added to the related report number field.